Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out. During the procedure, the right atrial (ra) lead was very difficult to remove from the old pacemaker header. After long manipulations, the lead was freed but experienced insulation break. The lead was normal prior to the procedure. The insulation damage was caused by all the attempts to free the lead. The lead was capped and replaced. The patient was stable.